Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a test monitor. Upon investigation corrosion was found inside ECG "b". The corrosion was on the v3 voltage suppressor, which is tied directly to the 5v line, causing the service code. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt unusable).